Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the sheath exhibited air. During a pulse field ablation (pfa) procedure a faradrive sheath was selected for use. Before insertion into the patient the sheath was found to have poor air tightness. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Additional information was added to block b5.

Event description:
It was reported that the sheath exhibited air. During a pulse field ablation (pfa) procedure a faradrive sheath was selected for use. Before insertion into the patient the sheath was found to have poor air tightness. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis. It was further reported that air bubbles were observed in the flushing line and the aspiration syringe.